Manufacturer narrative:
H11. Additional narrative: thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots forming on the device/graft. These clots could significantly impact the function of the valve resulting in harm. If intravenous thrombolytic therapy or surgical/percutaneous intervention occurred, or harm occurred due to the device, this is considered a serious injury. The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 25mm 11500aj aortic valve was explanted after an implant duration of three (3) years due to thrombosis and aortic stenosis. The patient presented with renal infarction. The explanted device was replaced with another 25mm 11500aj valve with no patient adverse events reported. The patients outcome was reported as recovered. Per the reported information, the patient was administered warfarin for three months following the device implantation, after which anticoagulant therapy was completed. Three years after the implantation, the patient presented with renal infarction, and thrombus formation was confirmed by CT and echo, leading to an immediate valve replacement. Upon the device explant, blood clots extensively adhered to the device, almost covering the valve orifice and causing stenosis. The device was returned for evaluation. Photos of the explanted device were also provided by the surgeon.

Manufacturer narrative:
H11. Additional narrative. Updated h3 and h6. H3: product evaluation. Thrombotic-like material was visible on both outflow and inflow aspects of all leaflets. Thrombus restricted leaflet mobility and led to stenosis. Host tissue overgrowth on the stent circumference was moderate at inflow aspect.

Manufacturer narrative:
H11. Additional narrative. Updated h6. Thrombosis is a condition in which blood coagulates and creates what is commonly known as blood clots. Thrombosis can cause life-threatening conditions requiring immediate medical attention. Bioprosthetic valve thrombosis (bpvt) is one category of bioprosthetic valve dysfunction and is an increasingly recognized complication of tissue valve prosthesis. Bpvt usually occurs late after implantation and can be further categorized into two subcategories: clinical valve thrombosis (cvt) and subclinical valve thrombosis (slt). Clinical valve thrombosis is defined as clinically apparent prosthetic valve dysfunction with the typical finding of an increased transvalvular gradient with a mobile mass/thrombus on the prosthetic heart valve as visualized by echocardiography or multi-detector computed tomography (mdct). A device history record (DHR) review was unable to be performed as no s/n was provided. Valve thrombosis is a known potential risk associated with the use of bioprosthetic heart valves, which is included in the instructions for use (IFU), and there is no evidence to suggest a manufacturing non-conformance or defect contributed, thus no further evaluation is needed. Based on the information available, the most likely cause is patient factors. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors.